Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low, out-of-range right atrial (ra) pacing impedance measurements measuring, less than 200 ohms. The lead was tested in the clinic and measurements were 410 ohms. Additionally, there were observations of non-physiologic signals on the right atrial (ra) channel. The device has been programmed to vdd. Technical services informed the options are to continue to monitor or intervene. At this time, the system remains in service. No adverse patient effects were reported.